Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. The patient entered the operating room at 12:45 to undergo surgery. When closing the sutured skin, the lead surgeon experienced the problem of the suture pulling off the needle while using a sterile medical needle. After the integrity of the needle was checked by the lead surgeon, hand washing nurse, and touring nurse, a new needle was immediately given to continue suturing without affecting the surgery. No adverse patient consequences were reported. Additional information was requested